Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. However, the cause of the reported issue could not be determined. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During review of a returned homechoice, a high drain error 101 alarm was identified. The alarm occurred on (B)(6) 2013, during the initial night drain. No additional information is available.